Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported powerpicc solo was placed in the center of the vascular access, and a feeling of great resistance was noted during withdrawal of the supported guidewire, and flocculent material was found on the guidewire after withdrawal. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an unknown substance along the stylet is confirmed, but the root cause could not be identified. One photograph of a powerpicc catheter, a t-lock assembly and a stylet was returned for evaluation. An initial visual observation of the photograph showed the device on top of blue drape with some blood on gauze next to the catheter and stylet. The stylet appeared to be pulled out of the septum of the t-lock assembly partway. Small, white foreign substance could be seen along the stylet in approximately three visible areas. There were no distinguishing features in the photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.